Manufacturer narrative:
H.6. Investigation: five (5) photos were received for evaluation. Upon review of the photos, there is a bd push button blood collection needle with the IV needle retracted inside the housing barrels. In addition, bd sumter received one (1) physical sample of a bd pbbcs with the IV needle fully retracted. The device was subjected to a thorough visual inspection and it was found that there was a small bump of adhesive on the side. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that prior to use there were retraction issues with a bd vacutainer® ultratouch¿ push button blood collection set. The following information was provided by the initial reporter, translated from chinese to english: this is a report about retraction failure of wingset. Since the button had already been pressed, the hcp could not press the button, with the needle kept unretracted. Additionally, on 2020-8-20 the bd rep provided the following additional information: ut was connected to the holder but not used. The button was pressed, but the needle was not retracted. Hcp confirmed that the button was pressed from the beginning, before use.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa, common device name: intravascular administration set. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use there were retraction issues with a bd vacutainer® ultratouch¿ push button blood collection set. The following information was provided by the initial reporter, translated from (B)(6) to english: this is a report about retraction failure of wingset. Since the button had already been pressed, the hcp could not press the button, with the needle kept unretracted. Additionally, on 2020-8-20 the bd rep provided the following additional information: ut was connected to the holder but not used. The button was pressed, but the needle was not retracted. Hcp confirmed that the button was pressed from the beginning, before use.